Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and pelvic floor repair mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent surgery for recurrent cystocele due to rolled up anterior mesh. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-01023 and medwatch 2210968-2012-06960. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01023. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a gynecological procedure to treat bladder prolapse and stress urinary incontinence on (B)(6) 2009 and pelvic floor repair mesh was used. It was reported that the patient had mesh removal surgery on (B)(6) 2010 due to incontinence

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy on (B)(6) 2009 and vaginal exploration and dissection, cystoscopy on (B)(6) 2010. It was reported that the patient underwent mesh revision and removal on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital.

Event description:
It was reported that the patient concurrently underwent cystoscopy on (B)(6) 2009 and vaginal exploration and dissection, cystoscopy on (B)(6) 2010. It was reported that the patient underwent mesh revision and removal on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital.